Event description:
According to the reporter, a 20mm i.d. Double velour vascular aortic graft was implanted to repair a transected aorta resulting from an automobile accident in 1987. In 2001 (exact incident date is unknown and has been approximated), the pt went to the hosp (facility name unknown) and bled out into the left chest. The autopsy revealed that the graft did not fail at the suture lines, which were still intact. The actual material of the graft was found to be stretched, dilated and ruptured, causing the pt to bleed to death. The pt expired three hours after admission to the hospital. On 06/2001, co learned the following: the device was implanted at a medical center in 04/2001 at hospital. The graft has been (explanted in 2000) stored at the medical examiner's facility.

Event description:
On 7/10/2001, co learned the following: no sample or additional info appears, at this time, to be available or attainable. This has been, according to the medical examiner, by request of the family of the deceased.